Event description:
About 10 months ago, surgeon encountered a burnt distal 70 degree lens scope during the case. A second 70 degree 4mm lens scope was opened on a sterile field. Staffs replaced the stryker light source from different room and opened new camera cord. While using the second scope, the surgeon experienced similar incident. Surgeon recalled on his previous case 8 days earlier that another 70 degree scope was being faulty during his procedure. The surgeon discussed with sterile processing department (spd) staff why the lens were burning up and they both agreed the disposable stryker serfas does not touch the lens. Spd staff came back in the room with smiths and nephew 70 degree extra-long scope to use after the second stryker scope burnt out. The stryker representative had borrowed lens scope from different site to finish the procedure without any further incidents.

Event description:
About 10 months ago, the surgeon encountered a burnt distal 70 degree lens scope from karl storz during the case. Sterile processing department (spd) staff came back in the room with a second karl storz scope. It was opened on a sterile field, as well as a new camera cord. Staffs replaced the stryker light source (l9000) with one from a different room. A third lens scope (smith and nephew) was used, but it did not have the preferred degree lens. A fourth scope (karl storz) was brought in from a different site to finish the procedure without any further incidents. The surgeon experienced a similar incident in his previous case 8 days earlier- another 70 degree scope (karl storz) was being faulty during his procedure. A stryker light source electrical and intensity test done confirmed that the electrical leakage falls under safe range for medical use and the intensity test passed with no burning or excessive heating of the fiber cord attachment. It is the opinion of the biomedical engineering team that the device issue was related to use error.